Manufacturer narrative:
Lumenis determined the reported event to be a situation in which an ipl filter was wrongly recognized by the system due to a malfunction in one or more of its four optical sensors (responsible for filter identification). A review of the subject device risk files ((B)(4)) identified the risk of "wrong tip/light-guide/filter insertion to head" which may lead to 'tissue damage, burns'. The risk, although similar, failed to identify the specific failure mode of 'sensor failure'; lumenis conducted an hhe to determine a new hazard/risk index which would include the new failure mode. As part of the hhe, complaints since the product were launched ((B)(6) 2015) were compiled and reviewed to determine if there is any connection between filter mis-identification and harm. Nine (9) safety complaints were identified as being the result of incorrect filter identification. Of the nine (9) complaints, two (2) were identified as being possibly related to the new failure mode. In none of the aforementioned complaints did a confirmed 'serious injury' occur. The hhe concluded that the risk severity of 'misidentified filters' is no more than marginal which may cause transient minor injury to a patient or user. Although the malfunction has been determined to not likely lead to serious injury should it occur, lumenis has initiated CAPA #18023 to further investigate the "filter mis-recognition" issues and determine corrective action.

Manufacturer narrative:
Lumenis is currently investigating the reported event. Based on the information provided, it is uncertain if the malfunction would likely lead to serious injury should it recur, and in an abundance of caution lumenis has chosen to report this event as a malfunction until determination can be made. Should additional information become available, the complaint record will be updated accordingly, and a follow up medwatch report will be submitted.

Event description:
A lumenis foreign distributor reported that a m22 system has failed to properly identify optic filters used with ipl handpiece. No patient involvement and no injury was reported.